Manufacturer narrative:
Initial reporter address: (B)(6). Manufacturing facility: (B)(4). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from an unspecified location. The leak was discovered at the station before treatment. A new bag was used to continue the treatment. There was no patient involvement. No additional information is available.